Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, caused by a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a constant door not fully latched message in the emergency room during diagnosis. It was also reported that there was no patient injury.